Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21015169. Medical device expiration date: 2024-06-01. Device manufacture date: 2020-12-21. Medical device lot #: 20125796. Medical device expiration date: 2023-12-08. Device manufacture date: 2020-12-04. Medical device lot #: 21015167. Medical device expiration date: 2024-01-06. Device manufacture date: 2020-12-21. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 20125922. Medical device expiration date: 2023-09-12. Device manufacture date: 2020-12-07. Investigation summary: no product or photo was returned by the customer. The customer complaint that the smartsite extension sets are not flushing or drawing blood could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number 21015169 was performed. The search showed that a total of 24003 units in 1 lot number was built on 07jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 32 smallbore 6 inch ext vlv experienced flow issues. The following information was provided by the initial reporter: trouble reported when flushing and drawing of blood in the ed area.